Manufacturer narrative:
We checked the returned unit and confirmed that the ccd driver pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd driver pcb. In addition, we confirmed that the ccd signal wire fluid damage, the light guide fiber bundle (lcb) fluid damage, the segment crushed, the air tube leak, the lg water supply tubes leak, the insertion flexible tube (ift) bump, the angulation-down angulation excess wire play, the angulation-left angulation excess wire play, the angulation-right angulation excess wire play, and the angulation-up angulation excess wire play; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).